Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of an device. A visual inspection of the returned photo noted that the handle can be seen in its respective packaging. No device abnormalities can be seen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy on the broken lobe, the stapler was not able to fire, the surgeon was not able to press the green button, the surgeon was unable to squeeze the handle. They replaced with a new handle to resolve the issue. There was no patient injury.